Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to be calibrated. The programmer passed all incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was received from recent service but the prior issues of the programmer being unable to be calibrated, and the radio frequency (rf) programmer head not working were still present. The programmer was returned for service. There was no patient involvement.